Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure a piece of the device disengaged and fell into the patient cavity. The piece was retrieved by the surgeon and there was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) /2016. One used lf1637 was received for evaluation. Visual inspection found the tubing insulation peeled. The customer reported that part of the black sheath detached from the instrument and fell in the surgical cavity and retrieved. The reported condition was confirmed. The investigation found scratches along the length of the insulated shaft. The insulation was sliced in one area and bare metal was visible. The damage is consistent with scraping the shaft against the sharp edge of a trocar during insertion or removal of the device or another instrument. The investigation identified the root cause of the reported event to be user damage due to mishandling the instrument. The IFU states: use the appropriately sized trocar to allow for easy insertion and extraction of the instrument.